Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that it was taking twelve hours to charge their implantable neurostimulator (ins) from empty to full and they would have to charge every two days, instead of every few weeks like they used to. It was noted that this had been going on since the patient¿s last revision and the possibility that the patient may have been reprogrammed after the revision was reviewed. The patient also confirmed that they were able to get all eight coupling boxes. The patient was redirected to the repair department and a replacement recharger was requested. It was further reported on (B)(6) 2020 that the patient received their new recharger and it worked fine when they got it. However, on (B)(6) 2020 the patient noticed that they didn¿t have any stimulation. The patient stated that they went to try and charge their ins but the recharger screen was blank and it would not come on. The patient confirmed that the desktop charger showed the green light. It was noted that the patient tried doing a hard reset on the recharger but it did not resolve the issue. The repair department was contacted and another replacement recharger was requested. No further complications were reported or anticipated. Indications for use are spinal pain and chronic low back pain.